Event description:
Per the clinic, the patient experienced no auditory perception and dizziness with stimulation from the implanted device. Reprogramming attempts were made; however, the issue could not be resolved. The clinic then reported that the electrode array was misplaced during the initial implantation surgery. The device was subsequently explanted on (B)(6) 2025 under general anesthesia. The patient was reimplanted with a new device during the same surgery.